Event description:
Revision surgery - due to the patient dislocating their shoulder.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated their shoulder. The length of in vivo service was 4.2 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 55 prior complaints reported against this part number; summary of investigations: 23 dislocations, 6 for infection, 3 for trauma, 7 for looseness and stability, 3 for pain and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.